Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, uni-directional, f curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient experienced a cardiac tamponade following af ablation. The physician did not note any period of high force throughout the procedure. He used qmode+ at 90 watts using the nmarq generator and followed all recommended settings. This was noticed at the end of the procedure so the catheter had already been discarded. The procedure was delayed 1 hour. Tamponade was detected on post procedure routine ultrasound. Required an overnight stay but patient has now fully recovered. The physician does not believe it was caused by qdot use but has since requested an mir to find out tamponade rates while using qdot. The event was not related to a clinical trial but an external evaluation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, uni-directional, f curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient experienced a cardiac tamponade following af ablation. The physician did not note any period of high force throughout the procedure. He used qmode+ at 90 watts using the nmarq generator and followed all recommended settings. This was noticed at the end of the procedure so the catheter had already been discarded. The procedure was delayed 1 hour. Tamponade was detected on post procedure routine ultrasound. Required an overnight stay but patient has now fully recovered. The physician does not believe it was caused by qdot use but has since requested an mir to find out tamponade rates while using qdot. The event was not related to a clinical trial but an external evaluation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 18-jan-2022. The patient was discharged the next day as normal. Visitag module parameters for stability: 3mm, 3 seconds, force overtime 25% 3 seconds and ablation index. A transseptal puncture was performed with a brk by abbott (unsure of model number). Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of a steam pop. The cardiac tamponade was noticed at the end of the case. Irrigated catheter was used in the event and the flow setting: qmode + recommended settings. No error messages observed on biosense webster equipment during the procedure. Therefore, processed d10. Concomitant medical products and therapy dates field. In addition, the physician information was provided. Therefore, updated section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).